Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the paramedics were called twice in the last two years for treatment with low blood glucose. The customer also reported experiencing high blood glucose over 600 mg/dl and low blood glucose under 50 mg/dl in past events. The customer also reported the insulin pump would reject new batteries. The customer also reported scratches were present on the insulin pump's screen. The customer also reported a rainbow display and unexplained no delivery alerts. The insulin pump will not be returned for analysis.